Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during drain one of five while the patient was connected. The care giver (cg) was unsure how the air got into the tubing. The technical service representative (tsr) advised the cg the patient would need to end therapy and start over with new supplies. Product surveillance contacted the cg regarding the reported event. The cg stated they had not seen anything unusual with the supplies while setting up; the over pouch was intact and the cassette did not have any damage. The cg stated the homechoice had come unplugged from the wall and lost power; when the power was restored, they noticed air in the tubing. The cg stated they did not see any signs of a leak; the cassette did not have any holes and the bags were still securely connected. The cg stated they were unsure of what had caused the air. There was no patient injury or medical intervention associated with this event. No additional information is available.